Manufacturer narrative:
The pump was received with blank flashing white light on the display due to a vertically cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen flashing black and white. Customer stated drive support cap were missing. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.